Manufacturer narrative:
MFR's report date: 02/16/2011. (B)(4). Logs have been received and the device in question is expected to be returned, but has not yet been received for investigation.

Event description:
Customer reported that an over infusion of integrilin at 12:30 pm. Drip programmed at 15cc/hr and infused in 1 hr instead of 6 hrs. Heparin drip stopped and pt was monitored for 8 hrs. Labs were drawn and customer reported creatinine, hemoglobin and hematocrit were within normal limits. Potassium and magnesium were monitored. Pt reported experiencing a slight nose bleed and denied any other symptoms of bleeding. Heparin restarted with 1/2 bolus at 8:00 pm. Integrilin restarted at 10:00 pm. Biomed evaluated devices and did not find the pump faulty.